Manufacturer narrative:
The customer had no further issues after the service visit. The specific cause of the event could not be determined, however, the service maintenance actions resolved the issue.

Event description:
We received an allegation of questionable ise results for 4 patients' samples tested on a cobas 8000 ise module. Results for the following tests were affected: sodium (na) and potassium (k). Sample 1: na: initial result: 155 mmol/l. 1st rerun result: 139 mmol/l (automatic rerun). 2nd rerun result: 139 mmol/l (manual rerun). K: initial result: 4.7 mmol/l. 1st rerun result: 4.2 mmol/l (automatic rerun). 2nd rerun result: 4.2 mmol/l (manual rerun). Sample 2: na: initial result: 152 mmol/l. Repeat result: 140 mmol/l. Sample 3: na: initial result: 158 mmol/l. Repeat result: 138 mmol/l. K: initial result: 4.9 mmol/l. Repeat result: 4.3 mmol/l. Sample 4: na: initial result: 157 mmol/l. Repeat result: 140 mmol/l. K: initial result: 4.6 mmol/l. Repeat result: 4.1 mmol/l. The customer was suspicious about the results due to ongoing issues for 3 weeks. And, therefore, no erroneous results were reported outside the laboratory. The samples were then rerun. The repeat results were deemed to be correct.

Manufacturer narrative:
The ise na and ise k electrodes' lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer's site and replaced the dilution bath assembly. No issue was noticed on the vacuum line. The dilution bath was emptied correctly. He did an ise check and was not performing within specifications. The investigation is ongoing.